Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. A73761-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bronchitis, hypothyroidism, thyroid disorder and asthma. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013. Concomitant products included levothyroxine. On (B)(6) 2001, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced back pain ("back pain"), 12 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy uterus, cervix removed laparoscopic assisted vag. Hysterectomy bilateral salpinge). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved and the weight increased outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 148 lbs. Left 2 coil and right 3 coil. Discrepancy noted in date of insertion (B)(6) 2001 (summons) and (B)(6) 2013 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: essure confirmation test total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain and dyspareunia. Lot number reported a73761 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. A73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bronchitis, hypothyroidism, thyroid disorder and asthma. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013. Concomitant products included levothyroxine. On (B)(6) 2001, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced back pain ("back pain"), 12 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy uterus, cervix removed laparoscopic assisted vag. Hysterectomy bilateral salpinge). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved and the weight increased outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Left 2 coil and right 3 coil. Discrepancy noted in date of insertion (B)(6) 2001 (summons) and (B)(6) 2013 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: essure confirmation test total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, pelvic pain, back pain. Reporter information, concomitant drug, medical history, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.